Event description:
Caller reported presence of air bubbles in the tandem mobi cartridge during pumping. Blood glucose levels were not adversely impacted, as they did not exceed 500 mg/dl. Customer resolved the issue by changing the cartridge during the call and resuming insulin delivery, with no further action required.